Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: a review of the black box showed no evidence of intermittent power on the complaint date. The pump was returned without the battery cap. The battery compartment was cracked from the top above the pad to the cover part. The pump intermittently powered up with the test battery cap. The pump was opened and no moisture was found to the power circuit.